Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. A 28mmx2.25mm promus premier select drug-eluting stent was being used. The shaft broke in the middle of the shaft inside the patient. The stent delivery system was successfully removed from the patient. The procedure was successfully completed with another 28mmx2.25mm promus premier select stent without issue or patient injury.

Manufacturer narrative:
Device eval. By mfg: device technical analysis: a promus premier select mr 28 x 2.25mm stent delivery system (sds) was returned for analysis. A visual examination of the stent profile found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was found to be within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 60.2cm distal to the distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. A 28mmx2.25mm promus premier select drug-eluting stent was being used. The shaft broke in the middle of the shaft inside the patient. The stent delivery system was successfully removed from the patient. The procedure was successfully completed with another 28mmx2.25mm promus premier select stent without issue or patient injury.